Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the cartridge alarm persisted. Consequently, technical support arranged for a replacement pump. The customer was provided with instructions for putting the pump into storage mode and was asked to return the problematic pump using a pre-paid label within ten days. The customer did not have a backup therapy available and will contact their healthcare provider for further guidance.